Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that insyte autog bc global bl 22ga x 1.0in package had poor perforation. The following information was provided by the initial reporter: individual product packages cannot be separated due to missing tear-off line on the package.

Event description:
It was reported that insyte autog bc global bl 22ga x 1.0in package had poor perforation. The following information was provided by the initial reporter: individual product packages cannot be separated due to missing tear-off line on the package.

Manufacturer narrative:
H6: investigation summary: a physical sample was not available for investigation but bd was provided with four photos of the issue for evaluation. A review of the device history record was performed for the reported lot, 0069798, and no quality issues were found during production. Our quality engineer reviewed the provided photos and observed that the perforation line between the two unit packages were very faint. Based off the provided photos the engineer was able to verify the reported defect. It was determined that this was a manufacturing defect. During manufacturing poor perforation may occur due to blade misalignment, premature blade dullness, dirt on the blade, or a possible run through. Because no run through units are observed and alignment issues are usually detected during the prescribed process sampling per the quality control plan, these scenarios are very unlikely. Poor perforation may also occur due to low pressure on the blade. The low pressure is likely the result of a guard door being open, from either a machine jam or a packaged trim jam in the chain. Setup verification and in-process sampling perforation test is performed through the packaging process per the quality control plan. Based on the appearance of the perforation it is likely that low blade pressure occurred at some point, therefore this is the most likely scenario. H3 other text : see h10.